Manufacturer narrative:
Block h6: device code a040609 captures the reportable code of delivery device tip bent. Block h11: upon receipt at our quality assurance laboratory, this solyx device underwent a thorough analysis. Visual inspection of the device reveals that one of the mesh carriers was detached and the delivery device tip was bent. During functional test, the delivery device appeared to have been used. However, the mechanism doesn't operate due to needle being bent. Based on the information available and analysis results, the reported allegation of mesh carrier detachment and delivery device tip bent is confirmed through product analysis. A conclusion code of adverse event related to procedure was assigned to this investigation since it is likely that procedural conditions, such as user handling technique during placement or advancement of the mesh, resulted in mesh carrier detaching and the additional observation of delivery device tip bent.

Event description:
It was reported that during a procedure using a solyx blue sis system device, the mesh detached from the anchor in the sling. The procedure was completed using advantage fit blue device. There were no patient complications reported. This event has been deemed reportable based on the investigation finding that the delivery device tip was bent.